Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings on the device. As per the investigation procedure, creases, particles and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side "suspected rupture." The device was explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "suspected rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.